Event description:
It was reported that this pacemaker was explanted and replaced due to entering into safety mode. The device was disposed and is not expected to be returned for analysis. No additional adverse patient effects were reported.